Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose level at the time of the event was 149 mg/dl and the sensor glucose value was 80 mg/dl. The insulin delivery was suspended due to the difference between the sensor glucose and blood glucose. The customer reported that the difference was occurring with the current sensor. The device will not be returned for analysis.